Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) using an indigo system separator 5. During the procedure, the physician noticed the tip of the separator 5 became stuck in the distal tip of an indigo system cat5 aspiration catheter. The physician successfully removed the cat5 catheter with the separator inside. The separator 5 was removed and the physician flushed the cat5 catheter for use. The outcome of the procedure was suboptimal because of the vessel diameter size. The procedure was successfully completed using another manufacturer's catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the coil underneath the indigo system separator 5 (sep 5) bulb and the sep 5 bulb were fractured 174.0 cm from the proximal end of the delivery wire, and the sep 5 delivery wire was kinked approximately 53.0 cm from the proximal end of the wire. Conclusion: the complaint has been evaluated. The complaint indicated that the physician noticed the tip of the separator 5 became stuck in the distal tip of an indigo system cat5 aspiration catheter. The physician successfully removed the cat5 catheter with the separator inside. The procedure was successfully completed using another manufacturer's catheter. Evaluation of the returned device revealed that the sep 5 bulb was fractured from the delivery wire. This type of damage typically occurs due to improper handling during use. If the sep 5 bulb becomes stuck and is retracted with force against resistance, it is likely that damage such as this may occur. These devices are 100% dimensionally and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.